Event description:
It was reported that rota wire was fractured and was jailed by a stent. The target lesion was in the right coronary artery (rca). A 330cm rotawire was selected for use. During removal, it was noted that wire was fractured in the rca and the fractured portion was jailed by drug eluting stent. The procedure was completed by this device. No further complications reported, and the patient was stable. It was further reported that the 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. Also, a portion of the wire is still in the distal section that ends in a distal branch of the posterolateral artery and the proximal part of the wire that broke off in the aorta, with approximately 38mm was jailed by the stent.

Event description:
It was reported that rota wire was fractured and was jailed by a stent. The target lesion was in the right coronary artery (rca). A 330cm rotawire was selected for use. During removal, it was noted that wire was fractured in the rca and the fractured portion was jailed by drug eluting stent. The procedure was completed by this device. No further complications reported, and the patient was stable.